Manufacturer narrative:
(B)(4). Date sent 11/5/2024. D4 batch #714c27. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the closure trigger broken and returned along with the device and with a gst45d reload loaded on the device. The reload was received partially fired. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. No functional test was performed due to the condition of the device. In addition, the device was disassembled to verify the condition of the internal components and no anomalies were noted. Due to the condition of the returned device unable to investigate the opening and closure of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The damage on the device, it is possible that the device was clamped over an excess of tissue or a hard object, resulting in damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 714c27, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/14/2024. D4: batch # unk. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? The stapler was fired into the patient's rectum, but it did not fire properly, resulting in malformed staple formation. As a result, the stapler became locked, and the device was forcibly opened using the manual override function. The surgeon performed additional sutures in the area of the malformed staple formation. 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? The patient's rectum was sutured normally, and there was no change in post-operative care. A manufacturing record evaluation was performed for the finished device psee45a lot number a9ec96 and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the battery installed, but not firing. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/29/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.